Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) checked the device onsite and confirmed the reported problem as the device was unable to boot up. Upon troubleshooting, fse measured the ipc bios battery is and found voltage was too low. The philips engineer replaced the bios battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component codes was corrected.

Event description:
It has been reported that after start up of the system, all mechanical movements did not work. The system was in clinical use, no harm has been reported. A philips service engineer inspected the system onsite and identified that the geometry pc did not boot up. The geometry pc bios battery was replaced and the system was returned to use in good working order.